Manufacturer narrative:
Company rep. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be fully interrogated, and it had reached elective replacement indicator (eri) status quite a while ago. In addition, lead integrity alerts had triggered, and the right atrial (ra) lead exhibited high impedance. Further follow-up investigation confirmed that the ra lead had fractured. The device was removed and replaced, and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.